Event description:
PICC line inserted 2/14/97. On 3/11/97, therapy at home ended. Unsuccessful attempt was made to remove PICC line. Over next two days warm compresses were applied, but resistance continued to be met and 10" remained in the arm. On 3/13/97, pt had line surgically removed.